Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the freestyle librelink app that would have led to the complaint. The customer reported missing low glucose alarm. Attempted to replicate using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level while they were asleep. The customer was woken up by a family member and called paramedics when they had trouble getting out of bed and no feelings on their legs. While on a call with the emergency doctor, the customer was given sugar water by a family member, as advised while on a call. Paramedics arrived and second sensor was installed and transported the patient to the hospital, and no further treatment or information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level while they were asleep. The customer was woken up by a family member and called paramedics when they had trouble getting out of bed and no feelings on their legs. While on a call with the emergency doctor, the customer was given sugar water by a family member, as advised while on a call. Paramedics arrived and second sensor was installed and transported the patient to the hospital, and no further treatment or information was reported. There was no report of death or permanent impairment associated with this event.